Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter): (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the ECG cable insulation of cs300 intra-aortic balloon pump (iabp) was torn. No patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer inspected the device and confirmed that the insulation on the ECG cable was damaged. The issue has not yet been resolved, as the service is pending customer approval for the repair and replacement of the ECG cable set. There was no patient involvement.

Event description:
N/a.